Event description:
No physical injury to pt occurred however I will incur a financial burden because I will need to pay for another provider visit and a new supply of contacts. The contact lenses that I recently purchased for my daughter appear to be defective. They have been ripping after wearing for only a short period of time -2 days - 2 weeks. They are monthly wear contacts. She uses the same product with a different prescription in right eye, but only the left contacts seem to be defective. This problem has been reported to cooper vision. Associates at the eye care provider's office mentioned that several other pts have complained about this product as well. Coopervision proclear toric contact lenses product name: proclear toric lot number: mv1760163. Bc: 8.4. Diameter: 14.4 power: -0.75 -2.75 x 020. Expiration date: 12/01/2015 12:00:00 am. Purchase date: (B)(6) 2010 12:00:00 am.